Event description:
Pt in crib and on ventilator. Pt heard to make crying sounds and ventilator alarm sounded. On investigation, tube shaft was observed still in pt, but proximal extension tube was broken and connected to rest of shaft by uncoiled wire reinforcing. Tube was immediately replaced and pt was stable.